Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices confirmed the reported event. The returned device was manufactured prior to a product enhancement, and the investigation did not indicate that a broader investigation or corrective action was necessary depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the patella clamp and adapter will not hold. No surgical delay.